Manufacturer narrative:
The unit passed the displacement test, the rewind, the basic occlusion test, and the prime test. The unit was received stuck in the motor error loop during a bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform the excessive no delivery test and the occlusion test due to motor error alarms. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, and a minor scratched lcd window.

Event description:
The customer called in to report a motor error alarm during a bolus. The customer reported exposing the insulin pump to a body scanner. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.